Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected device migration. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 700cc mentor memorygel breast implant and experienced postoperative left-sided rupture. Initially, left-sided device migration was suspected, and the patient underwent explantation on (B)(6) 2020. However, upon explantation, it was found that the issue was not device migration. The device was found to be ruptured.

Manufacturer narrative:
On 30-nov-2020, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation is (B)(6) 2020. On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the replacement device. The device is a 700cc mentor memorygel breast implant ( left catalog #:3505700bc, left serial #: (B)(6). On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, the device was observed to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).